Event description:
The device involved in this MDR report was explanted 18 months after implantation and returned because it could not be interrogated.

Manufacturer narrative:
The device analysis is pending. This event concerns a device that was manufactured and used outside the united states. The device was manufactured between august 2003 and august 2004 and was listed in the advisory letter issued in july 2005.